Manufacturer narrative:
It was reported to abbott, a patient¿s ipg became inoperable after undergoing an unrelated surgery. The device had been placed in surgery mode. The rep met with the patient and was able to recover the ipg. Access to therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient's programmer received the message "cannot connect to generator. The generator is not responding." Following an unrelated surgery that took place on 25oct2023. The patient's ipg was confirmed to be in surgery mode during the mentioned surgery. Trouble shooting was undertaken with an abbott representative wherein the patient's ipg entered a bondable state and was recovered. Access to therapy was restored.